Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt was unable to adjust her implantable neurostimulator. The health care professional read impedances ">4000 ohms." A revision was performed where the leads were explanted and replaced. The ins was explanted during the revision as well. A follow-up report will be sent if add'l info becomes available.